Event description:
Customer reported that pump battery failed to charge despite using a tandem charging cable and wall outlet. Charging issue did not cause blood glucose level to exceed 500 mg/dl. To address the issue, multiple charging solutions, including different wall adapter and cable, were attempted but unsuccessful. Customer continued using current pump while a replacement was arranged, as original pump was out of warranty. Customer was advised on storage mode instructions and to return the problematic pump using pre-paid label.